Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient underwent a successful and uneventful dual chamber leadless pacemaker (lp) implant. The patient then started experiencing chest pain and premature ventricular contractions five hours later. An echocardiography confirmed a suspected cardiac perforation leading to pericardial effusion and tamponade. A drain was installed and patient was stable.